Event description:
It was reported that during an embolization therapy procedure, coil advancement difficulties and a possible device breakage occurred. The embolization therapy was performed for a splenic artery aneurysm. The interlocking detachable coil (idc) 3mm x 6cm was unable to be advanced in the renegade 150cm x 10mm catheter. The idc was removed from the pt, and it was noted that foreign material was found in the hub of the renegade catheter. "The material looked like a piece of coil." The procedure was completed with another MFR's catheter and three add'l idcs were then implanted successfully. In total, nine idcs and three stopper coils were implanted. No pt injuries or complications were reported. The pt's current status is reported as "fine."